Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet with a dexcom g7, with glucose confirmed at 59 mg/dl for approximately 30 minutes and treated with oral carbohydrates, after which glucose was trending upward; the user sought guidance on potential target adjustments to reduce overnight lows, and the reason for the low was unclear. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem, and the device component was not specified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.